Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded and upon initial check using fluoroscopy, crown overlap on the inflow portion of the frame was reported to node 3. The valve was loaded one time. Itwas reported that the loader was new, however followed all of the loading procedure steps. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 18 mm non-medtronic (numed) balloon with 4 atm of pressure. The valve was partially deployed once, however an infold was reported that ran the entire length of the valve. This was reported to have occurred on two occasions. It was reported that the valve moved slightly towards the ventricle upon these deployment attempts. According to the physician, this infolding was manifested from heavily calcified anatomy. The patient reportedly had a high calcium score. The system was withdrawn from the patient and replaced. A pre-implant balloon aortic valvuloplasty (bav) was performed and the replacement valve was deployed with an excellent result. It was reported that upon review of the zoom focus replay of the valve load following the completion of the case, it appeared that the infold may have run to just beyond node 4. This liekly combined with the calcium of the patient caused the infolding. No adverse patient effects were reported.